Event description:
Plaintiff reports implantation of the left implant 11/23/84. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."